Event description:
A pharmacist reported a leaking pca set the set appears to have about 12 holes in it, one of which is leaking. He questioned whether this could be due to tampering or a manufacturing defect. There was no pt harm or medical intervention. No further pt or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will failure investigation results will be submitted should the set be received for evaluation.